Event description:
False low advia centaur xp afp results were obtained for a patient sample. The results were questioned since the patient is pregnant. Repeat testing was performed on the patient sample and the result was as expected. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant afp results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse checked the cuvette calibration, replaced the sample probe syringe and performed a precision run. A field application specialist (fas) also performed a precision run and the run was acceptable. The cause for the discordant afp results is unknown the instrument is performing within specification. No further evaluation of the device is required. The IFU states in the intended use section: "use afp results only as part of the overall clinical evaluation of a patient. Do not use afp results as the only criterion for diagnosis."